Event description:
An endurant stent graft limb (enlw1613c120ee) was implanted during the endovascular treatment of an 45mm abdominal aortic aneurysm. It was reported during the index procedure, while deploying the endurant contralateral iliac limb, the outer slider encountered difficulty when moving the outer sheath backward to complete deployment. When the outer slider reached the bottom, the outer sheath retracted only slightly. After that, the outer slider returned to its original position and was deployed again, allowing part of the outer sheath to be deployed this process was repeated several times until the outer sheath was fully opened and deployment was successfully completed. Per the physician the cause of the deployment issue was not determined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received ; it was reported that there was no damage to the device packaging or delivery system observed prior to insertion into the patient. Regarding the patient's vascular anatomy, there was no vessel calcification, thrombosis or tortuosity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the stent graft had been deployed prior to receipt of the device and was not received for analysis. Kinks were evident to the spiral member and graft cover distal to the stent stop with deformation evident to the spiral member at the kink sites. Deformation was evident to the stent stop. Necking/stretching was evident to the graft cover in order to support root cause determination additional testing was performed with an r<(>&<)>d sme. It was possible to retract and advance the graft cover with no issues. The ID of the graft cover measured 0.166¿ (minimum ID 0.166¿). The handle was disassembled, no burrs or scratching were evident to the spring or trigger assembly. Spring distal od 1.242¿, proximal od 1.237¿ (min 1.125¿, max 1.425¿). There was no restriction on trigger movement. No other deformation evident to the remainder of the device. It was not possible to confirm the reported deployment issues as the stent graft have been deployed prior to receipt of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the stent graft had been deployed prior to receipt of the device and was not received for analysis. Kinks were evident to the spiral member and graft cover distal to the stent stop with deformation evident to the spiral member at the kink sites. Deformation was evident to the stent stop. Necking/stretching was evident to the graft cover in order to support root cause determination additional testing was performed with an r&d sme. It was possible to retract and advance the graft cover with no issues. The ID of the graft cover measured 0.166" (minimum ID 0.166"). The handle was disassembled; no burrs or scratching were evident to the spring or trigger assembly. Spring distal od 1.242", proximal od 1.237" (min 1.260", max 1.290"). There was no restriction on trigger movement. No other deformation evident to the remainder of the device. It was not possible to confirm the reported deployment issues as the stent graft have been deployed prior to receipt of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: one (1) image and a ninety-seven (97) second video clip were received. The physician is observed repeatedly rotating the external slider towards the front grip and using the trigger to retract the slider. Fluoroscopy images capture the slow deployment of the stent graft. The reported deployment/expansion issue was confirmed through image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.